Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: a review of the pump alarm history showed evidence of a cs 064 motor alarm. During testing, the pump was exercised for 24 hours successfully with no call service alarms being duplicated. The pump cover was removed and no evidence of damage to the printed circuit board was found. Unrelated to the original complaint, investigation revealed cracks in the battery compartment. The returned battery cap was undamaged and able to fit securely.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.